Event description:
It was reported that the device will not power on when the power button is pressed. There were no reports of patient use associated with this event

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.